Event description:
Line was reported to be leaking at the hub on the 2nd day after placement. Line was removed and replaced with no apparent harm to patient.

Manufacturer narrative:
The investigation summary is as follows: vygon received one catheter with a separated catheter tube. The fragment had a length of 13.3 cm. A microscopic examination showed that the catheter has been cut (as already stated in the complaint form). Since the catheter tube was cut, it was not possible to flush the catheter. Therefore, a microscopic step-by-step examination was carried out and it showed one tiny anomaly at approx. 37cm, which could represent a mechanical damage by the user. According to the complaint form, the customer indicated that chlorhexidine was used as a disinfectant. Use caution when using disinfectants with alcohol as these may irreversibly damage the catheter, as mentioned in the IFU: avoid any contact of the catheter tubing to alcohol containing disinfectants be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it. However, there are other reasons which might lead to a catheter rupture/leakage: excessive tensile force the use of small syringes can result in catheter rupture and embolism. Concerning this problem, we recommend per the product IFU: "do not use syringes smaller than 10 cc, as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of handheld syringe." -an occlusion of the catheter may have led to a high pressure, which is the reason for a burst/leakage. In order to avoid this the product's IFU says: "if the catheter is not used immediately, or its use is temporarily discontinued, it is necessary either to leave an infusion connected all the time to both lumens or to block the catheter according to your hospital protocol." No deviations of the batch history records detected. This is the 3rd complaint received for batch 8034095. There are 3 other complaints for code (B)(4) regarding leaking catheters within the last three years but none of them manufacturing related. Since each catheter is leak and flow tested before packaging, vygon does not believe the leak was due to a manufacturing error; therefore, no further corrective action will be initiated at this time. Vygon will continue to monitor for this issue.

Manufacturer narrative:
The failed sample is being returned to vygeon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated with FDA within 30 days of completion.

Event description:
Line was reported to be leaking at the hub on the 2nd day after placement. Line was removed and replaced with no apparent harm to patient.